Event description:
It was reported that the right atrial lead exhibited noise which caused inappropriate auto mode switch and noise reversion episodes. An insulation anomaly was suspected. The lead was capped and replaced and the patient was in good condition post procedure.